Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: 42502806402, femoral component, lot # 63643666; 42522100812, articular surface, lot # 63960961. Report source: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01342, 3007963827-2020-00112.

Event description:
It was reported that approximately 2 years post implantation, the patient underwent a revision procedure due to unknown reasons. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.